Event description:
Compalinant alleged that during a routine shift check by a clinician, the device was unable to adjust the energy selection. The device was able to adjust the energy selection via attached paddles. Complainant indicated that there was no pt involvement in the reported malfunction.